Manufacturer narrative:
Additional, changed, and/or corrected data: d9, e1, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/valve leak and/or damage: observed opening striated on anterior side assessed as surgical damage. Additional observations: ¿ crease fold observed. ¿ yellow and black particles on the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional observed during surgery "hole, non-specific" and "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional observed during surgery "hole, non-specific" and "hole in valve". Device has been explanted.